Manufacturer narrative:
Pump passed the self-test. Pump received with an intermittently unresponsive keypad at the left, return and select button. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, lcd assembly and keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (stained and faded serial number label and faded end cap address label) and corroded keypad trace. Intermittently unresponsive keypad was observed during analysis and confirmed due to moisture damage on the pcba 1, pcba 2, lcd assembly and keypad assembly. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed. Customer reported down and menu buttons were stuck and respond delayed. Instructed the customer to revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. Mmt-1781kl was requested and customer response was the device will be returned. The customer will discontinue the use of the device.